Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl with concentration 1000 mcg/ml at a dose rate of 500 mcg/day via an implantable pump for non-malignant pain. It was reported that a physician notified the company representative of a last minute case that he added due to patient reporting an increase in her pain symptoms over the last few months. The date (B)(6) 2016 is considered an approximate date of event. Additionally, at the past couple of refill appointments, the nurse aspirated more drug than expected which led the physician to believe that the catheter may not be properly flowing. There was no known environmental/external/patient factor that may have led or contributed to the issue. No diagnostic testing or troubleshooting was performed. A catheter revision was however performed. The catheter was partially explanted and replaced on (B)(6) 2016. At the time of surgery, a slight bend or kink was found near the anchor on the spinal segment of the catheter. The physician positioned the catheter differently and fluid was flowing properly after that point. The pump segment was cut and replaced with new pump segment of another catheter; the spinal segment remained implanted and in use. The hcp discarded the explanted device. The issue was resolved at the time of the report. The patient was also without injury regarding their status at the time of the report. Other medication (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On (B)(6) 2016, a company representative reported that the cause of the issue was determined to be catheter movement which had formed the kink as the patient moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.